Event description:
It was reported that balloon rupture occurred. The target lesion was 100%% stenosed and was severely tortuous and severely calcified. A mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed using this device. There were no patient complications reported.